Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that infusion set cannula was leaking. The infusion set was in use for more than 3 hours .patient replaced infusion set and resumed insulin successfully no further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - device 2 of 2.